Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse began rewarming a short time ago, but the arctic sun device was now giving no flow rate. Flow rate (fr) was 0lpm. Tried adjusting tubing and disconnected and reconnecting using proper technique. Neither intervention made any difference in flow rate (fr). Guided to diagnostics showed that the system hours were 3532, pump hours were 99.3, inlet pressure (ip) was -6.4psi, circulation pump command (cpc) was 70 percentage, flow rate (fr) was 0lpm. Tried to disconnect pad and connect a new one. Original pad leaking (ngkw1603). For a moment the new pad flowed at 1.5lpm, then dropped to 0.5 then to 0lpm. They had a secondary device. When they tried the new pad with the new device, they were still unable to get any flow. They would rewarm the patient in an alternative way. Please call nicu charge nurse monday to arrange return of the pad. Per follow up information received via task on 26jan2026, spoke with nurse who stated the original complainant's name was not familiar and wondered if they might have been a float nurse. Took down information and complainant name for the charge nurse.